Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. In additional analysis it is observed: it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. In addition, the vulcanized patch bond inspection and visual inspection for mp-810 was realized according the applicable revision, correspondingly, at the moment of the operations were performed. According to the device analysis performed in the laboratory, it was observed separation between shell and patch according to qa199.04, which is not related to the reported complaint. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2017 through (B)(6) 2019, was noted one outlier corresponding to (B)(6) 2018. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action will be taken in the future if deemed appropriate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.